Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 15 mm from the distal end. There was a scratch around the surface of the broken probe. The shape of the broken surface showed that a crack spread from the scratches as the starting point. As the result of checking the manufacturing record of the subject device, there was nothing abnormal found. This type of probe damage is most likely related to the operator's technique. In this case, the probe might be broken off since load was applied to the probe while the user checked the cracked probe outside the patient. The crack of the probe might be caused by activating the scratched probe. Also, based on the similar cases in the past, omsc presumes that the scratch of the probe appeared due to any of the following possible causes. -the probe of the subject device came in contact with a hard object such as a clip or a forceps while the subject device was activated. -the fouling adhered on the probe was removed with a sharp tool like a surgical knife. In addition, the ultra-sound output error might appear because the probe of the subject device was cracked. The instruction manual of the device has already warned as follows; do not contact the probe with any hard objects (e.g., metal clips, uterine manipulator, or other instruments), and do not grasp it when ultrasonic output is activated. Be careful to avoid contacting the probe accidently. The probe and the grasping surface (white part) could be worn away by ultrasonic vibration, and this may lead to damage or detachment; when the probe is contaminated by carbonized tissue, use a piece of moistened, soft gauze to remove the tissue. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the probe may be scratched or broken and drop into the body cavity during ultrasonic output.

Event description:
During a laparoscopic cholecystectomy, the ultra-sound output error occurred. The probe of the subject device was damaged when the doctor withdrew the subject device from the patient and checked the distal end of it. The intended procedure was completed with another device. No patient injury was reported. On march 27, 2017, olympus medical systems corp. (Omsc) confirmed that the probe of the subject device was broken off.